Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k)#: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "implant pain" and "leads - migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block e1: initial reporter email.

Event description:
It was reported that the patient with this neurostimulator was in a car accident and was experiencing pain at their implant site. The physician is requesting a clinical specialist to meet with the patient at the office regarding the implant. The medical assistant was unaware of the type of pain the patient was experiencing and does not have any more details. The patient went to the emergency department and was prescribed muscle relaxers and nonsteroidal anti-inflammatory drugs. The pain is better, but the patient plans to follow up with the physician. Additional information noted migration of the lead. There were no additional patient complications.

Manufacturer narrative:
UDI for concomitant product, tined lead: (B)(4) product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was in a car accident and was experiencing pain at their implant site. The physician is requesting a clinical specialist to meet with the patient at the office regarding the implant. The medical assistant was unaware of the type of pain the patient was experiencing and does not have any more details. The patient went to the emergency department and was prescribed muscle relaxers and nonsteroidal anti-inflammatory drugs. The pain is better, but the patient plans to follow up with the physician. Additional information noted migration of the lead. There were no additional patient complications.

Manufacturer narrative:
UDI for concomitant product, tined lead: (B)(4) product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was in a car accident and was experiencing pain at their implant site. The physician is requesting a clinical specialist to meet with the patient at the office regarding the implant. The medical assistant was unaware of the type of pain the patient was experiencing and does not have any more details. The patient went to the emergency department and was prescribed muscle relaxers and nonsteroidal anti-inflammatory drugs. The pain is better, but the patient plans to follow up with the physician. Additional information noted migration of the lead. There were no additional patient complications.